Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was continuing to display the 'apply sample' icon after blood sample application. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 the pt noted the reported meter continued to display the 'apply sample' icon after she applied the blood sample to the test strip; she did not obtain a blood glucose reading. The pt took no actions due to this meter issue. One hour afterwards, the pt experienced the symptoms of nervousness, rapid heartbeat and shaking. She did not receive any medical attention or treatment. Troubleshooting revealed this was a new, out-of-the-box meter, and that the pt's testing technique was incorrect. The issue was resolved with pt education. During the troubleshooting telephone call, the pt was able to test her blood glucose level and obtained the reading of 200 mg/dl. The pt's testing technique was incorrect, which can cause the test not to start. The pt allegedly suffered symptoms suggesting severer hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.